Manufacturer narrative:
E1/initial reporter establishment name: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported during a diagnostic transbronchial biopsy (tbb) procedure, there were two consecutive cases where the single use biopsy valve was damaged simply upon inserting the syringe. The procedure was completed using a third biopsy valve. There were no reports of patient harm. This is report 1 of 2.

Event description:
No additional information received form the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely component failure in the biopsy valve led to the malfunction. Date of event is unknown. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.